Event description:
The pt was undergoing a laparoscopic bilateral salpingectomy. The tip of the uterine manipulator (an instrument) broke off inside the pt during use. Dr was able to retrieve the broken tip. No injury to pt.